Event description:
The wife of a (B)(6) male pt called zoll customer support to report that the pt was receiving check belt and check therapy electrode messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check belt, check therapy electrode messages) was confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The pulse wire in the cable connecting the distribution node and ECG "b" was open, which caused the reported alarms and test failure. The root cause for the open pulse wire could not be positively identified but was likely excessive on the cable section. No adverse event resulted from the open pulse wire. The pt received a replacement electrode belt.